Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine follow-up, the corner of the pacemaker moved where the pocket skin was thin. In order to avoid a future erosion, the device pocket was revised. The patient was stable.